Event description:
"Customer reported when removed, is evident with loss of integrity/broken catheter line. The sample is available for analysis. According to information the patient continues to be hospitalised for removal of the remaining catheter."

Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference 5433742 cleared. Under #510k 130576. Batch history review: we have checked the manufacturing file of batch nr 36935309 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in august 2018. Investigation results: we have not received the involved sample nor x-ray pictures for evaluation. One sample from the same batch in manufacturer's stock has been measured and tested. All dimensional measurements are compliant with the specifications. The traction strength test perform on the retained catheter is compliant with the requirement. The retained sample conform to all specifications. No defect was detected. Conclusion: without the involved sample, no conclusion can be drawn. The retained sample presents no defect. The catheter rupture is a known complication of access port implantation, considered in the IFU.

Manufacturer narrative:
Batch history review: we have checked the manufacturing file of batch nr 36935309 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in august 2018. Investigation results: we received for investigation one celsite babyport access port from batch 36935309 with a 7cm long catheter still connected to the housing. No defect is visible on the access port housing. The catheter distal extremity is ruptured. The rupture facies is cracked, irregular and kinked. This proves that the catheter was angled/pinched at this level. The returned catheter was measured. It complies with our specifications. One sample from the same batch in manufacturer's stock has been measured and tested. All dimensional measurements are compliant with the specifications. The traction strength test perform on the retained catheter is compliant with the requirement. The retained sample conform to all specifications. No defect was detected. Conclusion: no manufacturing defect has been detected on the returned device nor on the retained sample, the catheter rupture occurred at 7cm of the access port housing, the catheter is cracked, irregular and flattened at the level of the rupture. The aforementioned element allows us to hypothesis that the catheter was pinched or angled at the level of the rupture. Only the review of the x-ray pictures could allow us to confirmed one of these hypotheses. It is a rare incident. This is a known complication of the access port implantation. No corrective action is envisaged for the moment.

Event description:
Customer reported when removed, is evident with loss of integrity/broken catheter line. The sample is available for analysis. According to information the patient continues to be hospitalised for removal of the remaining catheter. We are waiting for sample and full fill form.